Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the date of event in section b3 was inadvertently not populated. The date of event is 24 march 2025. Therefore, this supplemental filing is to correct section b3. The following section has been updated accordingly: section b3: date of event: 3/24/2025. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a6: unknown/asked but unavailable (asku). Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric monofocal intraocular lens (iol) had faulty/broken haptic during insertion. The iol was removed and replaced with another johnson & johnson lens (same model and 20.5 diopter) and was safety implanted. The incision required to be enlarged to insert the replacement lens. A delay was reported. No further information is available.